Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, one opening on the posterior side assessed as unidentified ( tear) opening and missing side assessed as inconclusive. (Shell thickness was within specification). Pain : unable to observe since it is a medical event and is not related to the device. Visibility/palpability : unable to observe since it is a medical event and is not related to the device. Additional observation. Brown particles observed on the device. No further actions are required as the device was implanted.

Event description:
A healthcare professional reported shape disfiguration and pain in the last two months, rupture was observed on MRI. This record relates right side. Healthcare professional additionally reported "millimetric nonspecific cyst", which is not device-related. The device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
A healthcare professional reported shape disfiguration and pain in the last two months, rupture was observed on MRI.this record relates right side. The device has been explanted and replaced with a non allergan device.